Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. Patient did not experience any consequences throughout or after the event.